Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
In this case, the device did not turn on during a emergent caesarian section and the patient was left unmonitored for about 20 minutes. There is no report of an adverse event.

Manufacturer narrative:
.